Event description:
During a coil embolization within an unknown aneurysm, difficulty was experienced to advance or withdraw the coil from the microcatheter. The coil and microcatheter were removed as one unit from the pt's vessel. A new microcatheter and other coils were deployed to complete the procedure. There was no adverse consequence to the pt. Add'l info will be submitted within 30 days upon receipt.

Manufacturer narrative:
Ni.